Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, felt stiff when pushing the lens toward the tip of company cartridge. The lens was pulled out and reloaded, it was found that lens was scratched. There was no patient contact and a backup lens was used to complete the procedure. Additional information was received and stated, there was no mark on lens prior to loading into cartridge.

Manufacturer narrative:
Additional information was provided in h3, h6 and h11. A sample was not received at the manufacturing site for evaluation for the report that the lens was scratched by the injector, however the attached customer photo confirms the reported issue of a damaged lens. The reported products lot number was not reported, preventing lot/batch/serial number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo review confirms the reported issue of a scratched lens; however, since an injector sample was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.